Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received four inappropriate treatments in response to CPR/motion artifact. At 11:28:34, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity. The patient's post-shock rhythm was asystole with intermittent cardiac activity. At 11:29:00, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity. The patient's post-shock rhythm was asystole with intermittent cardiac activity. At 11:29:27, the patient received the three inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity. The patient's post-shock rhythm was asystole with intermittent cardiac activity. At 11:29:54, the patient received the fourth inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity. The patient's post-shock rhythm was asystole with intermittent cardiac activity. The device was shutdown at 11:52:40. There is no indication that the inappropriate treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries. Energy delivered was 2-3 joules due to front electrodes were not properly on the skin.